Manufacturer narrative:
(B)(4). Root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A (B)(6) family called for pick up of the peritoneal dialysis supplies as the patient had expired. This was a female patient (age unknown) coincident with dianeal pd therapy. On an unknown date, the patient began dianeal unknown therapy. On (B)(6)2010, the patient's family contacted baxter (B)(4) technical service center as the patient expired on (B)(6)2010. The cause of death and the causality were not reported. There was no allegation of device malfunction. The event of death was amended to geromarasmus. The patient was in her 80's or 90's when the event occurred. It was not reported if dianeal unknown was ongoing until the time of death. The nurse believed that the fatal event was not related to dianeal therapy since it was due to geromarasmus.

Manufacturer narrative:
(B)(4). The sample was discarded; therefore no evaluation was performed. The product code is unknown, therefore no 510k number has been identified.(B)(4)